Event description:
Reporter stated the blood glucose monitor reads in an incorrect unit of measure based on the product labeling. No adverse event was reported. The product was sent to the manufacturer for evaluation.